Manufacturer narrative:
This was a demo situation in which the patient passed away after the study. The sales team informed siemens where several unsuccessful attempts to collect information from the customer were made.

Event description:
The patient had pre-existing conditions that put her at high risk. The indication for the study was to assess the patient's aortic valve to determine treatment options. The sc2000 and z6ms demo unit was used for the study. After the study had been completed and while removing the transducer, the patient went into cardiac arrest. Our equipment was not a contributing factor of the patient's outcome.